Event description:
The customer reported that they have a problem with an mp70, where the noise just goes out sometimes. They have tested with new cabling and another x2 without success. The device was in clinical use. No patient harm was reported.